Manufacturer narrative:
(B)(6). Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) tested the unit and was not able the confirm the failure. All diagnostic modules electrical, pneumatic, safety, autofill, leak, and performance completed successfully with no faults reported. The unit was returned to the customer.

Event description:
N/a.

Event description:
It was reported by the customer that cs100 intra-aortic balloon pump (iabp) was leaking helium gas. There was no patient involved.

Manufacturer narrative:
Due to character limitations in e1 (event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon the completion of the investigation.